Event description:
The implant surgeon reported bleeding possibly from within the cochlea and was concerned that several insertion attempts caused a tear in the lateral wall of the cochlea during the initial implant surgery. A CT scan confirmed that the patient's device electrode was not in the cochlea. The surgeon has scheduled a revision surgery for possible device re-positioning or implantation of the contralateral ear.